Event description:
User facility report was received from risk management at (B)(6), that reported the following event description: patient noted to be in slight respiratory distress, bilevel positive airway pressure (bipap) machine found to be in the off position. Machine was examined and noted to be connected to power source but found in the off position. Device would not turn to the on position. The customer returned the unit to the (B)(6) and there was no report made to the manufacturer of the event until receipt of the medwatch form. Upon receipt of the medwatch form, the manufacturer contacted the rental agency regarding the reported problem and the rental agency reported they had no knowledge of the event. The manufacturer's service technician requested access to the device for evaluation. The service technician was unable to duplicate the reported event, however, reported when the device was powered on in ventilation mode it displayed a 35 volt high priority alarm. Review of the device diagnostic log noted occurrences of a 35 volt failure, however, occurrences were after the reported date of event. The service technician replaced the power management pcb board to address the finding. Performance verification testing was completed and passed to specifications. Analysis of the power management board revealed a component short.